Event description:
It was reported that this pacemaker device had premature battery depletion (pbd). This pacemaker device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Supplemental correction is being filed as the parent record (B)(4) was created in error. This record was a duplicate to the original tw record (B)(4).

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker device had premature battery depletion (pbd). This pacemaker device was explanted. No additional adverse patient effects were reported.